Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5088145) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('left device had migrated, was totally in the tube and was pressing on my ovary'), autoimmune disorder ('autoimmune diease') and sjogren's syndrome ('sjogren's syndrome') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria disability, medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), pelvic pain ("persistent pelvic pain"), myalgia ("chronic generalised muscle pain"), arthralgia ("joint pain/hip pain/wrist pain"), musculoskeletal pain ("shoulder pain"), fatigue ("severe chronic fatigue"), gastrointestinal disorder ("gi problems"), dyspepsia ("indigestion"), diarrhoea ("diarrhea"), constipation ("constipation"), hypersensitivity ("random allergies"), sinus disorder ("sinus issues"), rash ("rashes"), furuncle ("boils"), asthenia ("various chronic/recurring weakness"), dizziness ("dizziness"), feeling abnormal ("brain fog"), memory impairment ("memory problems"), muscle twitching ("twitching"), tremor ("trembling") and anxiety ("severe anxiety") and was found to have immunoglobulins decreased ("low ig levels"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy to remove essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, autoimmune disorder, sjogren's syndrome, pelvic pain, myalgia, arthralgia, musculoskeletal pain, fatigue, gastrointestinal disorder, dyspepsia, diarrhoea, constipation, immunoglobulins decreased, hypersensitivity, sinus disorder, rash, furuncle, asthenia, dizziness, feeling abnormal, memory impairment, muscle twitching, tremor and anxiety outcome was unknown. The reporter provided no causality assessment for anxiety, arthralgia, asthenia, autoimmune disorder, constipation, device dislocation, diarrhoea, dizziness, dyspepsia, fatigue, feeling abnormal, furuncle, gastrointestinal disorder, hypersensitivity, immunoglobulins decreased, memory impairment, muscle twitching, musculoskeletal pain, myalgia, pelvic pain, rash, sinus disorder, sjogren's syndrome and tremor with essure. The reporter commented: serious injury criterion: required intervention and event date (B)(6) 2019 were reported, but not specified and/or assigned to one of the events. She had essure inserted in 2011. They were placed correctly. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5088145) on 29-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('left device had migrated, was totally in the tube and was pressing on my ovary'), autoimmune disorder ('autoimmune disease') and sjogren's syndrome ('sjogren's syndrome') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria disability, medically significant and intervention required), pelvic pain ("persistent pelvic pain"), myalgia ("chronic generalised muscle pain"), arthralgia ("joint pain/hip pain/wrist pain"), musculoskeletal pain ("shoulder pain"), fatigue ("severe chronic fatigue"), gastrointestinal disorder ("gi problems"), dyspepsia ("indigestion"), diarrhoea ("diarrhea"), constipation ("constipation"), autoimmune disorder (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), hypersensitivity ("random allergies"), sinus disorder ("sinus issues"), rash ("rashes"), furuncle ("boils"), asthenia ("various chronic/recurring weakness"), dizziness ("dizziness"), feeling abnormal ("brain fog "), memory impairment ("memory problems"), muscle twitching ("twitching"), tremor ("trembling") and anxiety ("severe anxiety") and was found to have immunoglobulins decreased ("low ig levels"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy to remove essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, myalgia, arthralgia, musculoskeletal pain, fatigue, gastrointestinal disorder, dyspepsia, diarrhoea, constipation, autoimmune disorder, sjogren's syndrome, immunoglobulins decreased, hypersensitivity, sinus disorder, rash, furuncle, asthenia, dizziness, feeling abnormal, memory impairment, muscle twitching, tremor and anxiety outcome was unknown. The reporter provided no causality assessment for anxiety, arthralgia, asthenia, autoimmune disorder, constipation, device dislocation, diarrhoea, dizziness, dyspepsia, fatigue, feeling abnormal, furuncle, gastrointestinal disorder, hypersensitivity, immunoglobulins decreased, memory impairment, muscle twitching, musculoskeletal pain, myalgia, pelvic pain, rash, sinus disorder, sjogren's syndrome and tremor with essure. The reporter commented: serious injury criterion: required intervention and event date (B)(6) 2019 were reported, but not specified and/or assigned to one of the events. She had essure inserted in 2011. They were placed correctly. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.